Event description:
Additional information was received that the results of the nuclear medicine gi bleeding scan were there were no scintigraphic findings suspicious for active gi bleeding. The bleeding resolved after the patient received the transfusion and the patient has weekly complete blood count (cbcs) to ensure hemoglobin and hematocrit remain stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct relationship between the device and the report of bleeding could not be determined. The submitted log file appeared to show the system operating as intended. Bleeding is listed in the hmii instructions for use (IFU) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. Pump parameters, including pulsatility index (pi), power, and flow, are detailed in the introduction of the hmii IFU. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -3 years, 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient's log files had 20 pi events observed on (B)(6) 2018. The patient was admitted for anemia and has received prbc's. The patient was scheduled for a bleeding scan. Manufacturer's technical service reviewed the log file and during the analysis observed there were a few transient power and flow elevations back on (B)(6). There were no other unusual events seen within the log file. No further information was provided.